Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that the patient's ipg was explanted and replaced with a new ipg to have the patient's scs system become MRI compatible. The ipg was implanted in 2016, exact implant date unknown.